Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01964.

Event description:
The patient was undergoing a coil embolization procedure in the right p1 and p2 segments of the posterior cerebral artery (pca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician deployed and detached a smart coil in the target location using the microcatheter. The physician then advanced another smart coil into the target location and used the handle to detach it; however, the smart coil failed to detach after several attempts. Therefore, the smart coil and the handle were removed. The procedure was completed using two non-penumbra coils. There was no report of an adverse effect to the patient.